Event description:
It was reported that the patient was admitted on (B)(6) 2021 for fever, pain, and pus to the driveline site. Blood cultures from the peripherally inserted central catheter (PICC) line were taken on (B)(6) 2021 and returned positive for staphylococcus epidermidis. The driveline drainage was also positive for enterobacter cloacae. The PICC line was discontinued, and empiric antibiotics was initiated.

Manufacturer narrative:
The pump was exchanged. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.